Manufacturer narrative:
Product ID 97714; serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019. Product type implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that surgical intervention would occur on (B)(6) 2019. Additional information was received from the rep on (B)(4) 2019. The rep reported that the new batteries were not turned on per the healthcare provider¿s (hcp) request. It was noted that a rep would be at the patient¿s post-operative appointment next week and would re-interrogate and program the battery. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with two implantable neurostimulators (ins) for the treatment of spinal pain and complex regional pain syndrome type I. It was reported that both of the patient¿s inss were overdischarged. No symptoms or complications were reported. Additional information was received from a manufacturer representative (rep) on 2019-jan-02. The patient first started experiencing the overdischarges about one year ago. They attempted a reset. However, the issue was not resolved so the patient is scheduling battery replacements. This information was confirmed with the physician/account. No further complications were reported/are anticipated.